Event description:
In review of an article, it was reported that a vns patient developed an abscess around the generator and leads that did not resolve with parenteral antibiotics. The patient had her vns device removed and underwent another 4 weeks of parenteral antibiotics. The vns device was reimplanted 10 days later. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Murphy jv, hornig gw, schallert gs, tilton cl. Adverse events in children receiving intermittent left vagal nerve stimulation. Pediatr neurol 1998; 19(july):42-4.